Event description:
A report was received that the pt was not receiving stimulation. The bsn sales rep discovered during troubleshooting that the pt's lead had multiple contacts with high impedances. The bsn sales rep suspects that there is something wrong with the lead.

Manufacturer narrative:
Additional information was received that the physician will not being taking any further action. The patient was reportedly doing well. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not receiving stimulation. The bsn sales representative discovered during troubleshooting that the patient's lead had multiple contacts with high impedances. The bsn sales representative suspects that there is something wrong with the lead.